Event description:
Health professional reported an alleged lap-band erosion. The pt presented with sudden abdominal pain and reflux. A computed tomography (CT) scan was performed indicating "wall thickening suggesting inflammation" leading the surgeon to suspect erosion. An esophagogastroduodenoscopy (egd) was performed confirming the erosion. An x-ray was performed identifying a hiatal hernia. Laboratory results indicated the pt has a "high white blood cell count" and no infection was reported. The band was removed w/o replacement.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2012. The rptr of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan based upon the model number and implant date provided by the rptr the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number. Hernia, reflux, inflammation, pain, erosion and "high white blood cell count" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the possible outcome of erosion as follows: "caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the reported event of inflammation as follows: "contraindications the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling labeling addresses the reported event of hernia as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias.